Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
A partial lead with the lead tip measuring 45.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned for analysis was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after receiving inappropriate device therapy for lead noise from a fractured lead. There was no capture on the rv lead. The pacing impedance and hv lead impedance was high. The defibrillator had been turned off due to previous therapy provided for noise. The physician plans to extract the lead via laser but the procedure has been postponed due to patient having af and heart failure. The patient will be monitored until that time. The patient was stable.